Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen had scratches and was not legible. Customer's blood glucose was not reported. Insulin pump would need to be replaced.